Manufacturer narrative:
The other relevant components include: product ID: 8840, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 5mg/ml bupivacaine at a dose of 1.2318mg/ml, and 40mg/ml dilaudid at a dose of 9.854mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in for a refill on (B)(6) 2017 and the low reservoir alarm was not set to alarm until (B)(6) of 2017. It was stated the physician programmer showed that there was less than one month until the elective replacement indicator but the low reservoir alarm was not due until further out so the hcp did not schedule to bring the patient in before eos occurred. It was reported the patient went through withdrawal for several days. The patient's pump was replaced. No further complications were anticipated/reported.